Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 533 mg/dl. Customer was treated with manual injection. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer did displacement test and it was passed. Customer stated that the there was no leak and air bubble. Customer did high pressure test and it was passed. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.